Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that vasovagal reflex occurred. During a pulsed field pulmonary vein isolation (pvi) procedure using the farawave pulsed field ablation (pfa) catheter, the device was introduced via double-transseptal access under general anesthesia. Pfa applications were delivered to all four pulmonary veins (lspv 16, lipv 15, rspv 16, ripv 16), and entrance and exit block were confirmed. No device malfunction or abnormal behavior was observed during energy delivery. Following pfa treatment, the patient developed a vasovagal reflex with associated vagus-nerve-mediated hemodynamic instability. The treating physician suspected a possible relationship to pfa therapy. An invasive intervention was performed, and IV/im medication adjustments were made to stabilize the patient. The event resolved the same day with no further complications reported.